Event description:
It was reported that difficulty was encountered gaining a good biopsy sample during a liver biopsy procedure. Following removal of the needle, the outer cannula was noted to be slightly bent. The pt reportedly felt pain during the biopsy, however, also felt pain when a second device was used. Therefore, it is unknown whether or not the pain was procedure related. Another device was used to successfully complete procedure without pt complications. The pt's condition is good.